Event description:
It was reported that the patient was reprogrammed in (B)(6) 2005 to get shoulder pain relief, but that took away relief for her hand. The patient wanted the device programmed again to cover her hand. Additional information received one week later reported that the patient had a low battery with the battery voltage being 2.23 volts. It was noted that the battery was 87-100% used. The battery depletion was reportedly normal. It was reported that the patient experienced stimulation in the wrong location. It was reported that the patient normally felt the stimulation down to right hand, but only felt it down to right elbow at the time of report. It was noted that this change in stimulation occurred after a motor vehicle accident in (B)(6) and had been progressing. All electrodes showed impedances within normal limits except electrode #4 which displayed "???". It was then noted that the electrode was out of range at 3249 ohms. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that there was talk about a revision or replacement of the device. The patient was to reportedly follow-up with the physician but no further information was known. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3998, lot# j0546829v, explanted: (B)(6) 2014, product type: lead. Product ID: 748925, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 748925, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information confirmed that the patient was in an auto accident and, afterwards, their implantable neurostimulator (ins) could not be programmed. The leads and the ins had to be replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0546829v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).